Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a procedure on (B)(6), 2012. The procedure went well. During a post-procedure examination on (B)(6), 2012, the patient presented with moderate buttock pain on her left side, which the physician attributes to fixation of the uphold mesh leg through the sacrospinous ligament. The physician assumes that the pain will resolve on its own but prescribed anti-inflammatory medication (specifics unknown) to the patient. Reportedly, the physician will review the patient's condition again three weeks from this examination date.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was not used past its expiry date.